Manufacturer narrative:
Device analysis: the device was not returned for analysis; therefore, an analysis of the actual complaint device is not possible. The device history record for this device was not reviewed as the lot number is unk. The root cause for the reported event is unk. A recent analysis of csi's post market clinical studies identified events that should have previously been reported to FDA. This is report # 9 of 48 events identified during this review. This report contains limited info regarding the intervention and root cause of the event, but this event is not considered unusual, unique or uncommon and does not involve a device which is the subject of a remedial action. (B)(4).

Event description:
It was reported via a clinical report form from the confirm ii predator post-approval study that during an orbital atherectomy (oa) treatment procedure, a non flow limiting dissection, slow flow and thrombus event occurred post atherectomy. The proximal and mid-at lesion were treated, but the lesion characteristics are unk. The proximal at lesion was treated with a 1.25mm solid crown oad which was spun at low speed (28sec), at medium speed (29sec), and at high speed (28sec) for total run time of 1min, 45sec. Angioplasty was then performed with an unspecified size pta balloon for two inflations at 3.5atms each for a total inflation time of 2mins. The residual stenosis is unk. The mid-at lesion was treated with a 1.25mm solid crown oad which was spun at low speed for two runs of 30sec each for a total run time of 1min. Angioplasty was then performed with an unspecified size pta balloon for three inflations at 5atms each for a total inflation time of 2mins. The residual stenosis is unk. A non flow-limiting dissection with thrombus was noted at the at bend with slow flow to the at artery and was treated with angioplasty and tpa. No additional info is available regarding this event.